Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 149 mg/dl. The customer stated that the insulin pump had multiple pump error. Customer stated that screen of insulin pump was turned off. The customer also stated that they was unable to clear the pump errors and power loss alarm. The insulin pump will be returned for analysis.